Event description:
It was reported that during device upgrade, it became necessary to reposition the existing right atrial (ra) pace/sense lead. After several attempts at repositioning, the physician elected to remove the lead and implant a new lead of the same model type. Positioning/fixation difficulty was also reported. There were no patient complications reported as a result of this event. On (B)(6) 2015, it was additionally reported that the patient experienced multiple episodes of diaphragmatic stimulation from their left ventricular (lv) lead. The lv lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2010. (B)(4).